Manufacturer narrative:
Corrected patient weight units on field a4.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Hold for co 11.8. It was reported that the patient's atrial lead exhibited noise leading to over-sensing. There were no patient consequences.